Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the vision issue experienced by the site was related to the right camera control unit (ccu). The ccu calibrates and adjusts the brightness levels of the video image from the two high magnification camera heads. The ccu then feeds the image through the video synchronizer to the surgeon's console and assistant monitor. The system was repaired by replacing the right ccu. As of february 23, 2012, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, the site experienced a blue tint in the right eye of the surgeon's console viewer while performing a white balance of the camera. The site contacted a technical support engineer for troubleshooting assistance and was instructed to swap both ends of the camera cable, however, the issue recurred. The patient was under anesthesia when the surgeon made the decision to abort the planned surgical procedure and reschedule to a later date. No patient harm was reported.